Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient's daughter reports the ipg is unable to communicate with the external devices, however, the day before she was able to recharge the ipg and receive stimulation. In addition, the patient suffered a fall two months ago but the ipg was functioning after the fall. The patient's daughter was able to feel the ipg and it appears to be tilted or situated at an angle. The sjm representative met with the patient and confirmed the ipg is inoperable. Surgical intervention may be planned to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg. Therapy was resumed.